Event description:
It was reported that during the case, when the doctor was tying the suture, the anchor pulled out. Anchor was replaced, suture had to be cut and then repassed through tissue which caused more tissue damage than normal. Surgical procedure was extended for approximately 50 minutes and another bone hole was required.

Manufacturer narrative:
Examination is not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device.